Event description:
Event description guidant received information that two hours after this implantable cardioverter defibrillator (ICD) was implanted, inhibition of pacing was noted due to oversensing of noisy signals.